Manufacturer narrative:
Upon completion of the investigation it was noted that the device functioned properly. The problem reported by the customer could not be duplicated. It was however noted that many needle holes were found in the needle chamber and it is not clear if that had anything to do with the functionality of the device as the device functioned properly when tested. No discrepancies were found when the device was inspected prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep reported that the patient complained of symptoms that could be related to valve problems. As a result, the shunt was revised.